Event description:
Caller reported that the pump quick bolus/wake button was difficult to press and often required multiple presses to turn on the screen. The caller declined to provide any information about blood glucose levels, so any impact on this was not reported. Cts assisted the caller by instructing on proper button use and removing the pump from its case, but the issue persisted. Consequently, cts decided to replace the pump.